Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was assessed the morning of (B)(6) 2022 and was not moving left side to command. A CT scan revealed a large ischemic / embolic stroke on imaging. The patient continued to decline, appeared to herniate and the decision was made by the patient's family to withdraw care. The patient passed away on (B)(6) 2022 however no autopsy performed, and the device remains implanted. Device operated as expected. The death was not considered to be device related.